Event description:
Customer called because the meter kept reporting an e-1 error code. During troubleshooting, it was found that the meter was also reading in mmol/l. Meter was replaced because the e-1 error code kept coming up.